Event description:
Cool sculpting had opposite effect of what was advertised. At the time the company that made the device was zeltiq (2015) and to my knowledge it is now owned by abbvie / allergen. I have permanent disfigurement where the procedure was performed at my waist and upper abdomen. It is physically uncomfortable and difficult to find clothing that fit. The condition is now known as paradoxical adipose hyperplasia. This condition may possibly be corrected by surgery but not a guarantee. It was brought to my attention that I was not the only one adversely effected by the this condition when a famous model went public last year. ((B)(6)) I am now 69 years old and don't want to risk having surgery. It appears to me since finding a support group on line this is a common occurrence. I believe this procedure should be seriously studied. Had no test but know this condition was due to cool sculpting. The plastic surgeon's office refunded my money. FDA safety report ID # (B)(4).